Manufacturer narrative:
Additional product code: pif an investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported that the balloon ruptured after the change. The nurse changed the catheter, and when the patient went to shower, she noticed that the catheter had come out. The team then noticed that the balloon had ruptured.